Event description:
It was reported following an emergent percutaneous coronary intervention (pci) an angio-seal was used. The next day the patient developed an elevated temperature. The right groin area appeared infected. The angio-seal was removed surgically 13 days after deployment. The patient was discharged 11 days after surgery. Prior to being discharged, the patient was placed on medications of ampicillin, 3gm ivpb every 6 hours, and gentamycin 60 mg ivbp every 8 hours for one month. The pathology reported stated the specimen removed had fragments of fibrous tissue with focal organizing fibrin and minimal chronic inflammation. An echocardiogram revealed vegetation was present involving the right coronary cusp of the aortic valve. The patient underwent a transesophageal echocardiogram of the vegetation of the aortic valve. Sjm product surveillance was made aware of the event in 2007.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported infection could not be conclusively determined; however, the patient had a vegetative process on the aortic valve. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred, may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever, an access site infection is suspected. The IFU states potential adverse reactions or condition may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The IFU state the safety and effectiveness of the angio-seal device has not been established in patients with pre-existing autoimmune disease. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.